Event description:
It was reported that while on impella support there was a placement signal and the left ventricle signal dashed out with a yellow alarm ¿controller error¿ on the automated impella controller. Motor current and flows were unchanged. There was no patient harm.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: added code g02008 h6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary data analysis: during the clinical procedure, the console displayed ¿controller error (opm comm crc invalid) "[optical pump connected]" ¿ alarm,¿ event #1045. This confirms the reported failure mode. Rtlogs confirmed that¿all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: this console was tested. The root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.